Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump was received with stuck in motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform no delivery test due to motor error alarm. The insulin pump had cracked display window corner, scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they received a motor error alarm. The customer's blood glucose was 50 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with crackers. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.